Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used to implant due to the header set screw not tightening on the lead. A new ipg was used to successfully implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. A missing set screw was indicated. (B)(4).